Event description:
New information received notes that the event was initially observed via merlin.net transmission. Programming changes were discussed but not made yet on the right ventricular (rv) lead.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead was oversensing noise which led to pacing inhibition. No intervention was performed. The patient had no adverse consequences.